Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump alarm history revealed one call service 012¿ alarm. The battery cap was not returned; therefore, a test battery cap was used to complete investigation. During evaluation, the pump powered on properly with no alarms. The pump was exercised for 24 hours; after 24 hours, there were no call service alarms emitted. Unrelated to the complaint, the text on the display screen was found to be dim; the letters were also observed to have a red hue.